Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was found not to be within specifications and the force sensor wire was observed to be cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a review of the pump history showed multiple loss of prime warnings for both low non-zero and zero force with multiple no cartridge detected alarms. The pump rewind and load steps were attempted with a no cartridge detected alarm occurring. The 24 hour and bolus tests were unable to be completed. The force sensor calibration was found not to be within the required specifications. The pump was opened for inspection and the force sensor flex wire was observed be cracked at the pin connection.